Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system. They could not duplicate issue. Found and removed a detached cable chain magnet which may have caused rotor movement issues. System was ready to use. Codes b01, c02, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000124. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside procedure. It was reported that the motion calibration got stuck but they were able to resolve it but then the doors would not open. They did the manual door open procedure and fixed it for a couple days for the door opening issue but now it is not working again. There was no patient involved.